Event description:
Healthcare professional reported "breast pain due to device rupture". This related to the right side. Device has been explanted and replaced with non-abbvie.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture was received on march 05, 2024 with lot number: 2693849. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "breast pain, due to device rupture". This related to the right side. Device has been explanted and replaced with non-abbvie.